Event description:
On april 1st 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period optical instability which could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, bg values entered as calibrations fit sg trends well with occasional differences due to lag. The user was advised to continue using the system and to calibrate when glucose trends are not changing rapidly. Per dms review, the user was using the system with up-to-date information.